Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the pump frequently did not deliver boluses completely. After a bolus did not completely deliver, the patient was usually able to complete with a second attempt. Reportedly, no alarms or error messages were received when the bolus stopped delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/21/2013 with the following findings: the last basal delivery was recorded on (B)(6) 2013. There was no activity outside of normal use observed in the black box. The pump history showed one canceled bolus on (B)(6) 2013. The user¿s programmed basal rates were correctly reflected in the daily insulin delivery totals. The pump powered on appropriately. The pump was exercised for 24 hours and no delivery interruptions or alarms occurred. Boluses were executed successfully using ¿normal¿, ¿ez-carb¿, ¿ez-bg¿, and ¿combo¿ and were accurately recorded in the pump history in the correct time and order. The keypad was found to be undamaged and all buttons responded appropriately. The pump was opened and no defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.